Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported high voltage that is strongly increasing above 90 during a surgery. Many gas exchanges were necessary. Upon follow up, exchange of gas lead to a decrease of high voltage. It was possible to perform a surgery up to a high voltage of about 95. Surgery was completed and there was no patient harm.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. High voltage is too low or too high an error message appears on the device which interrupts the treatment automatically. The consequence of the wear of optics is that the gas change has to be performed more often. At the visit on site, the field service engineer (fse) exchanged the optics and the gas bottle to fix this issue. Fse reported that there was no patient harm. The root cause can be determined to the wear of optics causing the reported error message. (B)(4).